Event description:
Customer reported being hospitalized due to lbg due to over infusion. Customer had been doing consecutive boluses in the morning as they sleep during day. Customer did not realize how much insulin. They were giving over that time frame. Advised customer to talk with md regarding dual square wave and to ask insulin type.